Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display as a result of moisture damage on the electronic assembly. Further testing could not be performed due to the blank display.

Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 123mg/dl. The caller stated that device squirted out the insulin during the manual prime process and also alarmed. The customer mentioned that the drive support cap is protruded. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.